Event description:
Product problem: (B)(4), 10 ml oral dispenser amber/white with cap. Item number 19005, lot 1907749, product is light amber with faint white ink. Very difficult to see ml unit markings. Potential for error in preparation, dispensing, and administration of medication. Diagnosis or reason for use: dispense unit - dose medication.